Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed "pacer disabled", "defib disabled", "pacer fault 117", and "defib fault 72" error messages. The complainant indicated that there was no pt involvement in the reported malfunction.